Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that the patient did not observe insulin coming out of the end of her tubing while using a cleo 90 infusion set due to blockage. The patient noted that she believed her blood glucose levels were high and planned to take a correction bolus to address the high blood glucose. The patient changed her infusion set and was able to resume insulin delivery. No permanent injury was reported.